Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Boston scientific engineering analysis of device data indicated the power consumption of this device has been steadily increasing for over a year but more recently, the power consumption has been greater and is expected to continue to increase. The device remains in-service at this time. No adverse patient effects were reported.